Manufacturer narrative:
Per the device instructions for use (IFU), cardiovascular or vascular injury, such as perforation or damage (dissection) of vessels, and hematoma are potential adverse events associated with the tavi procedure and use of the transcatheter avr devices. The exact cause for the reported pseudoaneurysm and access site hematoma cannot be confirmed; however, there are several factors that can contribute to this type of issue, including patient anatomy, vessel characteristics, and procedural factors. There was no report of an edwards' device malfunction, nor a report of difficulties with the use of the sheath during the procedure. However, as noted, there were procedure difficulties with the closure device. No additional actions are required at this time.

Event description:
As reported through the clinical trial, the patient had a thrombin injection for a pseudoaneurysm and a hematoma requiring four units of blood post-procedure (transfemoral tavr procedure). During the procedure there were no issues experienced with the edwards introducer sheath, however there were difficulties with the use of the (non-edwards) closure device.